Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The device has been return to the manufacturer. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a peg tube allegedly fell out of placement and the balloon was deflated. A new device was placed. It was further reported that there was no harm to the patient.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device received was one 18 fr tri-funnel repl gastrostomy feeding tube. Functional, visual, and tactual evaluations were performed. No leaks were found in the catheter/balloon and no deflation was noted over time. The investigation is unconfirmed for the reported deflation issue, as the event was not reproduced in the lab setting, but the complaint of catheter dislodgment is inconclusive because certain clinical conditions not reproducible in the lab may reasonably have contributed to this event. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. For example, insufficient inflation/frequency of balloon water replacement and use of air to inflate the balloon instead of water may cause dislodgement of the balloon.

Event description:
It was reported that a peg tube allegedly fell out of placement and the balloon was deflated. A new device was placed. It was further reported that there was no harm to the patient.